Manufacturer narrative:
Additional information: d8, h4, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the phenomenon was reproduced at the investigation by the field service employee (fse), it is presumed that lamp does not light up because lamp life has expired. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source bulb was at end of life. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.